Manufacturer narrative:
The user experienced hypoglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information confirmed the user performed a rewind procedure while connected to the body, resulting in unintended insulin delivery during cartridge handling. Based on available information, the event is attributed to user error involving failure to disconnect from the body prior to rewind and supply handling procedures. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels decreasing from 291 mg/dl to 60 mg/dl following a rewind procedure performed while connected to the body, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with oral glucose and IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.